Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced pump error alarms. The customer's blood glucose value was 309 mg/dl. The customer stated that the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer programed a normal bolus into the air and the bolus amount was recorded in the daily history. The product was returned for analysis.